Event description:
Contralateral torque catheter could not be removed after deployment. Contralateral system and wire were removed. Guide wire access to contralateral limb could not be obtained. No flow in contralateral limb. Femo-femoral bypass operation performed.